Event description:
Lead dislodged, replaced with active fixation lead. Biotronik has not recieved any further info about pt outcome.

Manufacturer narrative:
Based on all the info available for this device and the results of the test measurements, it is confirmed that the device is functioning as specified. 510 (p) number is p950037.